Manufacturer narrative:
Results of the investigation are pending. A follow up report will be filed.

Event description:
Skin breakdown developed on forehead of an infant while using a nasal CPAP setup. Breakdown occurred where y block rests.